Event description:
The hospital reported that positive culture results were obtained from patient's bronchial alveoli lavage (bal) samples and an olympus bronchoscope. According to the hospital, two patient pseudomonas positive bal results were from patients suspected of already being positive for pseudomonas. One of these positive bal cultures was also positive for mrsa in addition to pseudomonas. Patient bal cultures results, from two patients subsequently examined by the bronchoscope who were not suspected of being clinically positive for pseudomonas, were positive for pseudomonas. The facility reported that, on the last patient a surveillance culture of the bronchoscope obtained prior to the procedure showed positive cultures pseudomonas. No patient illness was reported.